Event description:
It was reported by the consumer's ecp that on (B)(6) 2016, the consumer inserted new contact lenses and immediately felt a foreign body sensation and discomfort. On (B)(6) 2016, the consumer had redness and eye pain (od) and had the lens removed at the ecp's office. Polyspectran (combination of neomycin, polymyxin b and bacitracin/gramicidin) was prescribed and the consumer was advised to temporarily discontinue contact lens wear for 4 weeks. The ecp completed a cvi medical questionnaire advising that the consumer had been diagnosed with microbial keratitis and the event had fully resolved by (B)(6) 2016.